Manufacturer narrative:
H6: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+5.0/088 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved, so the lens was explanted. The lens was exchanged for a different model/diopter but same length lens and the problem was resolved. The cause of the event was unknown. After stabilization, the uncorrected astigmatism was treated with fs-lasik.